Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
'It was reported that the screws were inserted via cortical bone trajectory. The screws were inserted at l5 from its pedicle toward the lateral. The surgeon was using the retaining screwdriver to remove one of the screws, but he failed. So the surgeon used the lock screwdriver to do so, but could not unscrew the screw. Eventually, the surgeon was able to remove the screw.' No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.